Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Title: transcatheter melody valve placement in large diameter bioprostheses and conduits: what is the optimal "landing zone"? Citation: catheterization and cardiovascular interventions year: 2015 issue #: 86:e217-e223 literature reference: doi: 10.1002/ccd.25922 authors: will finch, daniel s. Levi, morris salem, abbie hageman, and jamil aboulhosn (B)(6) 2015 of publish is used for event date. No unique device identifier (serial/lot) number was provided; without this information it cannot be determined whether this event has been previously reported. The patient age noted on this event is the mean age of all the patients noted in this article. The patient gender noted on this event is the dominant gender noted in the study. Without the return of the product, no definitive conclusions can be made regarding the clinical observations.

Event description:
Medtronic received information via literature review that a study was performed to evaluate the optimal bioprosthetic valve size prior to the transcatheter bioprosthetic pulmonary valve implant. The study population included 160 patients (predominantly male with a mean age of 21 years), 52 of which were implanted with medtronic transcatheter bioprosthetic pulmonary valve, (serial numbers not provided). It was noted in the article that one of the medtronic transcatheter bioprosthetic pulmonary valves was successfully implanted into a failing 21mm, medtronic bioprosthetic valve, the failure mechanism is unknown for the bioprosthetic valve. No additional adverse patient effects were reported.